Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had patient line green caps that had "fallen off" inside the over pouch. This was observed prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.